Event description:
The customer reported that their pump screen was unresponsive and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on troubleshooting steps, but the issue persisted, resulting in a decision to replace the pump.